Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg had flipped and was having difficulty charging. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg had flipped and was having difficulty charging. The patient will undergo an ipg revision procedure.